Event description:
The customer later stated that the spo2 monitor was a concomitant device and there is no allegation that it failed or contributed to the event. When filling out the medsun report the customer listed it under the section for other devices involved and she does not know why it showed on the printed copy as the suspect device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "a male patient was transferred from an outside facility after suffering cardiac arrest at home and another while in transport. The patient has an extensive past medical history of type 1 diabetes with extensive end-organ disease. He had a coronary artery bypass graft (CABG) several years ago and stenting a few years ago, among many other comorbidities. The patient was transported directly to the cardiac surveillance unit (csu). On arrival, he was already intubated. He was noted to have an extensive decubitus ulcer over the right heel, measuring 20 cm in diameter and approximately 5 mm in skin depth. He appeared to have suffered a significant anoxic brain injury with ongoing hemodynamic instability, shock liver and evidence of poor perfusion. A few days later, the wound nurse assessed the patient's right heel which was an evolving deep tissue injury as well as a new left ear deep tissue injury from the oxygen monitoring clip. The patient was extubated several days later but needed to be re-intubated secondary to respiratory distress and hypertension. The patient had developed severe thrombocytopenia fall from 240 on admission to 18. It was not heparin induced. A few days later, the wound nurse confirmed that the left ear pressure injury was now unstageable. A few days later, a summary of the previous weeks care includes diabetic ketoacidosis, healthcare associated pneumonia, colitis, rectal bleeding, dysphagia, ongoing right upper extremity swelling with a av fistula present and poor cognitive rebound, although able to answer yes and no appropriately. The patient has almost no neuromuscular function. A few days later, the telemetry alarmed for bradycardia at a rate of 38. The nurse arrived in the room and he was unresponsive and pulseless. A code was called and CPR was initiated. The patient was transferred to the cardiac care unit. He was brought to the cardiac cath lab. No interventions were done. No changes in anatomy or other findings were identified. A few days later, the patient was confirmed to have an anoxic brain injury. They family decided to withdraw care and the patient passed away.¿